Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reports that customer had physical damage of insulin pump. It was reported that insulin pump broke off at reservoir compartment while changing reservoir. Customer's blood glucose was 123 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a cracked reservoir tube, a broken reservoir tube lip and cracked battery tube threads.